Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found melted plastic on the ends of the device. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that the silicone tip protectors have been changed to plastic sleeves since the manufacture of this device. The change was implemented due to customer feedback that the silicone tip protectors were difficult to remove. The complaint was confirmed and the root cause was associated with transport and storage. Factors which could have contributed no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during setup for an arthroscopy after opening the guide wire, it was observed that the rubber protector on either end were melted and could not be successfully removed, even with the nursing staff using a scalpel. There was backup device available and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.